Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a right pump pocket infection.

Manufacturer narrative:
Analysis of the pump found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative and via a post market clinical study regarding a patient receiving bupivacaine (20 mg/ml) at 17.132 mg/day, morphine (2.9 mg/ml) at 2.4842 mg/day, and fentanyl (2,000 mcg/ml) at 1,713.2 mcg/day via an implantable pump for non-malignant pain. Other medications that the patient was taking at the time of the event include insulin, zyprexa, atenolol, vit b12, lipitor, folic acid, xanax, zanaflex, and a fentanyl patch. The patient¿s medical history includes rheumatoid arthritis, renal failure, diabetes, crohn¿s disease, seizure disorder, ulcers, and anxiety disorder. The patient presented on (B)(6) 2016 for evaluation of her pump pocket site. She had complaints of increased pain and swelling at the site and has had low grade fevers at home. A fluid culture was done by aspirating the site. A 1+ staphylococcus coagulase negative was noted, but there was no growth noted in the culture. The clinical diagnosis was right pump pocket pain and swelling. Per the clinic staff, the patient¿s infectious disease doctor wanted the pump and catheter removed for chronic infection. They also reported ¿unknown lab results¿ from that doctor. There were no contributing environmental, external, or patient factors that may have led or contributed to the issue. The pump and catheter were explanted and not replaced. At the time of explant, the pump site had no signs or symptoms of infection. Cultures were done at the wound site when the pump was removed. The event resulted in an unscheduled clinic or office visit and was possibly related to the device or therapy, but not related to the implant procedure. The outcome was reported as resolved without sequelae on (B)(6) 2016. As of (B)(6) 2016 the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.